Event description:
Kyphoplasty balloon ruptured during procedure: kyphoplasty balloons were placed through both needles with both needles retracted posteriorly. The right balloon was inflated with the balloon inflating eccentrically inferiorly with the inflation stopped due to inferior bowing of the inferior endplate of the l3 vertebral body. The left balloon was inflated to 3.5 cc at which time the left balloon ruptured with contrast flowing through the superior endplate defect into the l2-3 disc space. It is noted that the left balloon had inflated eccentrically in a superior direction. The left balloon was removed with 3.3 cc of barium impregnated cement injected through the left needle under continuous fluoroscopic monitoring resulting in filling of the left side of the vertebral body which was eccentric superiorly.